Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed an episode of automatic mode switch where the implantable cardioverter defibrillator was oversensing far field r-waves during the post-ventricular atrial refractory period. The device was reprogrammed to address the event. There were no patient symptoms or consequences reported.